Event description:
Adverse event(s): "no info" (no info). Product problem(s): "none reported" (no info [iol (intraocular lens) implant)]. A user facility reported an intraocular lens (iol) was explanted. Add'l info has been requested.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Add'l info was requested on 05/28/2010, 06/17/2010, and 06/22/2010 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4). (B)(4). (B)(4).